Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 343 mg/dl while wearing the pod between 1 and 4 hours on the back. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod and gave correction bolus.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 343 mg/dl while wearing the pod between 1 and 4 hours on the back. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that the pod did not complete the activation process after being filled. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.